Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-32732. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dorma 500 device's sound abatement foam. There was report of patient death. The manufacturer's investigation is ongoing. If any additional information is received, a follow up report will be filed.